Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastrointestinal/pelvic floor patient stated that a revision of the ins occurred on (B)(6) 2016. Because patient was having a back aches due to the fact that the health care professional implanted the ins too high in their back. Patient also stated that the stimulation had to be high or she was not able to feel stimulation since implant (B)(6) 2013. No further complications were noted or anticipated.